Event description:
This 13 y.o. Female was received in transfer from an outside hosp after having a "funny" sensation as well as a heart rate which began two evenings prior to admission (admitted on 7/15/1998). A chest x-ray was taken which showed a foreign body in the base of her lung. Further contrast study showed that this was indeed a fractured infuse-a-port line that had traveled from her left subclavian vein through the right side of her heart to her lower pulmonary artery. She was admitted to hosp for removal of this and placement of a new infuse-a-port was done on 7/16/1998. She was discharged on 7/17/1998.